Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged deficiency against the device. Pelvisoft was reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received,diagnosed with recurrent midline cystocele - planned for pessary fitting. Digital pelvimetry was performed and the patient was fitted for a number 3 ring pessary with support for midline cystocele. Complains of pelvic floor disorder - cystocele - planned for anterior colporrhaphy with possible xenografting and cystourethroscopy. Underwent anterior colporrhaphy with xenoform xenograft replacement of the pubocervical fascia and bilateral sacrospinous vaginal vault suspension and cystourethroscopy for recurrent cystocele under general anesthesia.